Manufacturer narrative:
9615332-2018-00076 is associated with argus case (B)(4), biotene.

Event description:
Swallow product [accidental device ingestion]. Case description: this case was reported by a consumer via (B)(6) interactive digital media and described the occurrence of accidental device ingestion in a patient who received glycerin (biotene unknown) unknown for drug use for unknown indication. On an unknown date, the patient started biotene unknown. On an unknown date, an unknown time after starting biotene unknown, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with biotene unknown was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene unknown. Additional details, the reporter stated the reporter's toddler just grabbed the bottle and managed to swallow a bit before the reporter could get it back.